Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bbl¿ dry anaerobic indicator strips, the customer noticed some of the indicator strips are not turning white after being placed in their large gaspak ez container, and others takes longer for them to turn white on unspecified number of patient samples. There was no health impact or consequence reported.